Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
The customer reported failing proximal auto zero when powering on the unit. The device was not in patient use at the time the reported issue was discovered. There was no reported patient or user harm. The remote service engineer (rse) confirmed the failure. The (rse) advised the caller of the suspected solenoids 3 and 4.

Manufacturer narrative:
G4: 27oct2020; b4: 01nov2020. The remote service engineer (rse) confirmed the failure. The rse advised the caller of the suspected solenoids 3 and 4. The customer replaced solenoids 3 and 4 to resolve the issue. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.